Event description:
The customer reported to baxter (B)(4) a pump compatible solution administration set in which the roller clamp was not functioning correctly. According to the report, the roller clamp does not regulate and looks broken. The condition was identified during priming and there was no patient involvement, injury, medical intervention, or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The actual sample was received for evaluation. Visual inspection was performed and the problem was confirmed. Functional tests were performed and the free pass test with air (at 8 psi) under water revealed a free flow. The free flow was generated by a broken roller clamp. The root cause is assigned to assembly machine roller clamp. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Correction: the following information was erroneously omitted from the initial medwatch: this device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.